Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 2.2.1 operating system: 26.4 hardware: iphone17.3 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the omnipod controller overheated while charging overnight (11pm-7am). Upon awakening, the patient found the device to be smoking with swollen battery charging cable melting at the end. The patient disposed of the device outside his home. The patient used insulin pens as a backup method. The patient confirmed the insulet-issued charging cable was in use. Additionally, the device had not been exposed to external heat and had been functioning properly prior to the event. Medical attention was not reported. The patient has been issued a new device.